Manufacturer narrative:
Manufacturer investigation conclusion: thrombus was confirmed in the evaluation of the heartmate ii left ventricular assist system. The pump was returned with the driveline cut less than 1¿ from the pump housing and the portion of the distal end of the driveline, measuring approximately 21¿ in length, was returned. The sealed inflow conduit, the sealed outflow graft, with the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the circumferential contact marks on the outlet bearing cup and the outlet cone section of the rotor indicate that the deposition was present in the outlet stator for an extended amount of time while the pump was in operation. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. The deposition found in the pump could have potentially contributed to the reported elevated ldh. The deposition could have also added resistance on the spinning rotor, potentially contributing to the elevations in pump power. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the heartmate ii IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2019 for possible pump thrombosis. The account noted the patient's lactate dehydrogenase (ldh) had significantly risen the past few days. A pump exchange was performed on (B)(6) 2019.